Event description:
It was reported that upon interrogation, the pulse generator exhibited oversensing. The nurse discussed programming changes with the physician but the physician elected to continue to monitor the patient. The patient was asymptomatic.